Event description:
It was reported to boston scientific corporation that an ultratome xl was in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6 (device codes): the problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned ultratome xl was analyzed, and a visual evaluation noted that the working length was twisted at the distal section, and the cutting wire was not broken. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found that the working length was twisted at the distal section, and the cutting wire was not broken. Based on the condition of the device, the twisted working length could have been caused upon multiple attempts to rotate the device, also it could have been generated if the device was hit against a hard surface or attempts to advance through a difficult anatomy. Based on all gathered information and the analysis performed to the returned product, it was concluded that the investigation conclusion code of this event is no problem detected since the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(Initial reporter facility name): (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.